Event description:
Patient presented to the physician with the ipg moving in the pocket, causing constant pain at the incision site. Physician brought the patient into the or, placed the ipg deeper in the pocket, re-sutured, and closed the site.